Event description:
It was reported by an implanting surgeon that the patient was referred for a generator change, assumed to be replacement, due to long standing hoarseness. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.